Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was in safety core. This device had been implanted for six months. The patient is a farmer but had not touched any electric fence. The patient did report that last month while passing under high voltage wires they experience sever pain at the device site. The device was interrogated four days later with normal device function and good lead measurements. No further adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and a return request was made for this product. The device was returned and detailed analysis is pending.

Manufacturer narrative:
A device replacement has been scheduled. The representative noted the device would be returned. As of today information suggests this device remains implanted. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon return to our post market quality assurance laboratory the device underwent detailed analysis. The microscopic visual inspection found no irregularities. However, an interrogation of the device revealed this device was in bootcore. The device diagnostics indicated that this device encountered a "memory_load_from_unused" fault and never returned to primary operation after a reset. The device remained in bootcore, which is unexpected behavior. The analysis of the device memory showed that the data at address (B)(4) was zeroed. The device memory was then cloned into a host device. This cloned device was unable to enter primary operation, however, no faults were generated. The corrupted memory in the device host was corrected and the device went into normal operation. Software and hardware engineers further analyzed the memory in which no definite root cause could be concluded. The memory at (B)(4) was corrected by writing the correct word back to the device, after which it entered primary operation without further faults. The device was put through and passed a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. In addition, the device passed all expected hybrid tests. Although analysis could confirm that this device did encounter a memory corruption, the root cause of this corruption is unknown.